Event description:
Hcp reported the pt presented in 2004 feeling "very sleepy and pt's spouse noticed that pt's pupils are pin point". The infusion rate was decreased by 10% the pt recovered without sequela.